Manufacturer narrative:
Return information obtained from invacare (B)(4). Device returned back on (B)(6) 2015 and it showed a weld linking the seat to the side frame broke. Should additional information become available a supplemental record will be filed.

Event description:
Rollator seat has broken at a weld.